Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, smart device, and receiver. Patient stated that connection issues maybe have been caused to distance restrictions between the transmitter and device. No additional patient or event information is available.